Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix does not extend due to the driveshaft lug being stuck on the retraction stop. A fresh 14-58 gray stylet was able to be fully inserted into the lead without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while attempting to reposition the lead during implant, the physician was unable to re-extend the helix. It was also reported that the physician was unable to gain access again and had to make an incision in the lead body to introduce a new guidewire. The lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.